Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6)). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) system shutdown had while the device was in use by a patient. The device was replaced with another cardiosave. There were no adverse health effects on the patient.